Manufacturer narrative:
Initial reporter: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus ended infusion 7 hours early. There was no patient injury.